Event description:
It is reported that the device was implanted in 1996. Revision surgery occurred in 2008, due to osteolysis in the proximal femoral bone.

Manufacturer narrative:
There is insufficient info to determine probable cause. Damage to the devices appears to have been induced during the device removal and prevents reliable analysis of components. Cause cannot be definitively determined. H6: the returned stem exhibits gouging to the lateral side of the device likely resulting from extraction. Additionally, bone cement/tissue was observed on the device. No lot number was provided; therefore, device history records could not be reviewed.